Event description:
Customer alleged pivot link broke. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model prox45, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1125104 rev e(may-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right rear pivot link broke. The consumer was in the wheelchair at the time and was "dumped" out of the chair. No injury or medical intervention alleged. The chair has been repaired and the consumer contacted. An RMA had been issued and the link is to be returned to invacare for an inspection and evaluation.